Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 263 mg/dl to 562 mg/dl. Patient's current blood glucose value was 273 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Insulin flow blocked alarms and bent cannula were also reported. Customer's other blood glucose value was 565 mg/dl. The customer was treated with bolus and injections. The device is not expected to be returned for analysis.